Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the display screen remained blank when the pump was powered on. The pump demonstrated operable audio tones and vibratory function. The pump was opened for investigation and revealed the display screen was cracked. The damaged display was removed and replaced with a test display, which illuminated properly when attached. Investigation did not confirm the alleged dim, faded, discolored display; the display was damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).